Manufacturer narrative:
1038671-2024-04800 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6)2023, approximately 8 years, 6 months after initial implant. Revision operative report of (B)(6) 2023- postoperative diagnosis: failure of right knee prosthesis. The polyethylene insert was removed using an osteotome. There was burnishing, obvious polyethylene wear, and osteolysis. The patient was revised to competitor¿s components. The patient was awoken from anesthesia and taken to the pacu in stable condition. The devices were not returned, there are no images provided. There is no other information available.